Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
D9/h3: product not returned.